Manufacturer narrative:
Based on the claim against the product by the customer noting that the surgeon side console (ssc) right master tool manipulator (mtm) grip could close but would not open when released, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed that the right mtm gimbal could not retract back to the original position with its spring. The fse replaced the right mtm to resolve the reported problem. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigations reproduced the reported failure (grip levers are sticking) during visual inspection. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is unknown or not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer called in to report that the surgeon side console (ssc) right master tool manipulator (mtm) grip could close but it would not open when released. System functionality was reportedly checked prior to use, and no issues/errors were noted. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed with the customer that there was no particle stuck inside the mtm grip. The tse noted that it was a physical damage. The surgeon could manually open the mtm grip to continue with the procedure. There was no reported injury. Isi performed follow-up with the customer and obtained the following additional information regarding the reported event: the alleged issue did not inhibit the site from continuing and completing the procedure robotically.